Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating of grasping section was partially missing. The probe tip had scratches. The manufacturing history was reviewed, with no irregularities noted. This type of the coating damage and the error is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. Based on the past similar cases, it was known that the error occurred when the user activate output without grasping anything or with grasping some insulating material. The instruction manual of the device already cautions; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a gastric surgery, more than one device was used. Open circuit error occurred frequently. The user exchanged it with the 2nd device and continued the procedure. However, open circuit error occurred for a while. The procedure was completed with the 2nd device. There was no patient injury reported. Olympus medical systems corp. (Omsc) received two devices for evaluation. As a result of evaluation of omsc on (B)(6) 2017, omsc confirmed that the coatings of them were partially missing. It was not reported that the coating debris of them fell into the patient. There was no information about the order of the device use. This MDR is regarding the one of two devices.